Event description:
Initial (13-sep-2025): this serious case reported via email refers to a female consumer. The consumer used the dentek professional fit dental guard and the dentek comfort fit dental guard for teeth grinding and experienced her bite to be significantly off. She wore the comfort fit guard from (B)(6) 2025 and the professional fit from (B)(6) 2025. The consumer reports that the dentist recommended 12 months of orthodontic treatment to correct her bite. This case outcome is unknown. Meddra version 28.0. Expectedness: malocclusion: expected. According to the company reference safety information.